Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Note: product ID neu_unknown_lead, lead lot # unknown had been included in the report now. (B)(4) applies to lead now. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported that having soreness at injection site. Patient was not getting relief from leaking as they still leaked the same way. Patient changed the programs but leaking is the same way. Patient was unable to void. Patient advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported that having soreness at injection site. Patient was not getting relief from leaking as they still leaked the same way. Patient changed the programs but leaking is the same way. Patient was unable to void. Patient advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.